Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient indicated that she programmed the new pump herself and indicated that she forgot to turn on the iob feature. The patient as reported that she did not realize that she had set the pump time incorrectly. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported experiencing a blood glucose of 2.4mmol/l with symptoms of sweating and shaking. The patient was able to treat for the low blood glucose with oral carbohydrate and the blood glucose increased to 4.9mmol/l. The patient reported taking two boluses in the morning and blood glucose levels dropped quickly 1.5 hours after the boluses. The patient reportedly noticed that the insulin on board (iob) was not indicated in the bolus calculation to prevent programming an over delivery. The pump settings were reviewed with the patient. Troubleshooting found that the iob feature was not turned on and the time on the pump was found to be programmed as pm when it should have been am. The patient reported programming the loaner pump herself and did not realize that the iob feature was not turned on or that the pump time was programmed incorrectly. Patient was advised that the time being incorrect on the pump can cause the pump to deliver the incorrect basal segment. This report is made based on the allegation that the patient experienced hypoglycemia while using an insulin pump that may have been programmed incorrectly.